Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having a return of symptoms and they did not seem to be able to operate the handset and communicator. The patient stated they were trying to work with the device and learn more how to work at the different programs that might be best for them. The patient also stated they had some routine urine that was happening and that potentially changing the program or working with the program might resolve that situation on some level. The patient was guided through how to connect to the implant and switched the program. The patient was able to successfully connect and switched the program but when they increased the program, they would get a message saying their therapy was off. The patient was informed that they could try to switch to a different program again and see if they would get a message that their therapy was off. The patient was advised if their therapy turned off after increasing the stimulation when they switched to other programs, then they would need to make a follow up with their healthcare provider (hcp). Additional information was received from the patient. They called back regarding the same issue previously reported. The patient stated they needed assistance changing programs. Once the caller was able to connect to the app, they stated the stimulation was turned off. The patient stated they were able to turn the stimulation on and adjust the stimulation to a comfortable level. The patient was advised to stay on the program they were currently on (program one) and track and monitor symptoms. The patient would call back if they needed further assistance making adjustments to the stimulation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation turning off was unknown. When asked about the steps that would be taken to resolve the issue they stated that they will have to keep better records and that it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.